Event description:
While performing maintenance on this bed the technician discovered that the brakes would no longer hold. There was no patient involvement in this event.

Manufacturer narrative:
Upon complaint review it was determined that the brakes not holding/working could lead to unintentional movement of the bed which has the potential to cause serious injury. The technician replaced the caster bearings in order to resolve the problem.